Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a repeater pump tube set burst while the machine was running. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation with the tubing covered in ingredient residue. Microscopic inspection of the cleaned tubing revealed a small breach in the silicone pump header tubing. Additionally, there were indications of significant wear along the tubing, indicating over use or improper positioning within the pump. This indicates the tubeset was used for an extended period of time (greater than 24hrs as recommended in the product instructions for use) or improperly loaded into the pump causing the rotor housing and the edge of the rollers to pinch the silicone. Both these failure modes considered user error, the reported condition was verified. The cause is attributed to user error. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.